Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 425 mg/dl. Customer also reported high blood sugar level symptoms. The customer was assisted with troubleshooting and is feeling ok. Customer mentioned the presence of air bubble. The device will not be returned for analysis